Manufacturer narrative:
(B)(4). Unit received with cracked and bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the screen looks like it has a crack on the screen. Troubleshooting was performed for damage and noticed the pump had a crack on the inside of the screen. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.